Event description:
It was reported that a patient underwent a repair of the tribunal finger on (B)(6) 2012 and suture was used. While closing the skin, the tip of the needle broke. A x-ray was performed to locate the tip. The needle was not visualized on x-ray. The surgeon regarded this as the needle was not retained in the patient and continued to close the skin. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion - a needle that was missing the point end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
Conclusion: one representative sample from the same lot number as the actual device was returned for evaluation. The device was visually examined and no defects were found.